Event description:
It was alleged that three times during initial setup on the pt air was noted in the line. It was further reported that each of the tubings primed without incident. There was no pt consequence.